Event description:
I had allergies silicone implants put in as my doctor's suggestion in 2007. Since 2009, I have had times I have been wheelchair bound, stuck in fetal position. I live in (B)(6) and have been to (B)(6) hospital, the (B)(6), along with so many other doctors and hospitals to find out how I went from being an energetic mother who owned and operated a 60 child childcare center, was a cheer coach, girl scout leader, class room mother, volunteer for anything and everything to the current (B)(6) year old woman I am today. I was forced to close my business I had always dreamed of. I spend most of my days in bed. When I went to (B)(6) last summer, I was told by the neurology staff I needed to see psychology. They informed me I needed to stop focusing so much on why I was sick and/or what the cause was and learn to deal with the fact that I was sick. Seriously! In (B)(6) 2014, the rheumatologist, (B)(6), knew something was wrong, but as usual the test results didn't support the findings. He diagnosed it as an undifferentiated connective tissue disease. I also have raynaud's. My kidneys are borderline for issues. My bladder has various issues. I never know when it is going to work or not. My bowels are a whole other story. I'm either stopped up seriously or wishing I was and there is no warning. My eyes have dry eye syndrome, cataracts, arcus senilis, and ulcers on my corneas. I have major sleep problems. I did a sleep study and answer I received was that I'm not getting good sleep. Really? I asked if they could elaborate? I was told they really had no answers for me because I never made it into stage 3 sleep. I thought it was a good night sleep too. I have passing out spells. Headaches all the time are normal. I get rashes, my kids say my arms are part leopard. I actually get a leopard print appearance on the fronts of my arms. I have degenerative disk disease. Other white matter etc shown on scans of my brain. They also diagnosed me with chronic fatigue syndrome, chronic pain, depression (of course), reconditioning and other small things like memory issues. Dr. (B)(6) the rheumatologist at (B)(6) prescribed plaquenil which I believe made a big difference. I was no longer waking up frozen in the fetal position. It was the beginning of (B)(6) 2015 when I had finally lost so much weight I could feel a pebble floating on my right edge of my right breast. I went and after many appointments and test, was informed both my implants were ruptured. My insurance would not even consider paying for surgery due to it being a result of a cosmetic procedure even though it was making me ill and I wasn't choosing to look like a male, it was medically necessary. As symptom progressed like my teeth continuing to fall out etc. I had no choice. I went to dr. (B)(6) for an explant. She does an en bloc procedure to remove the capsule and all. She was unable to do this procedure due to the scarring of the capsule in the chest wall. Two lymph nodes had to be removed due to being filled with silicone. This surgery was performed on (B)(6) 2015. One week following surgery my remaining teeth had to be extracted and at (B)(6) I have dentures. On (B)(6) 2015, I am scheduled for a hysterectomy due to a pain on my left side and spotting beginning in 2009 and increasing in frequency ever since. The implants were allergan inamed implants style #115 ref 115-469 (B)(4). Both were at 469cc when inserted. Report by (B)(4). The pathology reports from the explant show the left implant is a remarkedly distorted 368 gram implant with fragments measuring in aggregate 10.5 x 10.0 x 6.5 cm. The implant wall is translucent and is lined by clear to yellow gelatinous material consistent with silicone. The right implant is a markedly disrupted/fragmented implant that has the weight of 309 grams, measuring in aggregate 9.5 x 9.0 x 6.5 cm. The implant is mostly composed of fragments of clear implant wall with aggregate of yellow to clear silicone.